Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was unable to capture in the atrium until ventricular output was increased. The device passed all visual incoming inspection with no anomalies found. Though it was initially noted that the device failed a functional test it was later noted that it was a tester issue and not due to the device. (B)(4).

Event description:
It was reported that the external pulse generator could not capture in the atrium until the ventricular output was increased. The lead was placed in the atrium and there was no ventricular lead and there was no atrial capture until the ventricular output was increased to an unknown level. The generator was returned for service. No patient complications have been reported as a result of this event.